Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that in (B)(6) 2019 the patient had an infection. He reported that "it had to be redone in (B)(6) when his incision got infected and the catheter came out of his back, made like a loop." After "it was redone" in may, the incision in the front got infected. He was on antibiotics "all summer long" and it kept leaking clear fluid. When he quit taking antibiotics, yellow pus started coming out. He said the infection came from inside where "the little white string is." No further information was provided. No further complications were reported.